Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side possible rupture, pain and malposition. Device remains implanted.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d6b, h1, h6.

Event description:
Healthcare professional reported left side device was found to be intact upon explant. Device has been explanted and replaced.